Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed blood spilling from patient and non-patient needles after collection on one (1) device. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but eight (8) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage and blood splatter were observed. Additionally, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device and all samples passed testing showing no signs of damage to the device or leakage during use. Also, the 30 retain samples were subjected to retraction lockout testing and the issue of splatter was not found as they were able to be activated properly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve leakage and splatter based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed blood spilling from patient and non-patient needles after collection on one (1) device. No patient impact reported.